Manufacturer narrative:
(B)(4). D10: cat# 00625006530, lot# j7341383 bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 30103606, lot# 65983432 36mm i.d. Size f neutral liner. Cat# 00-8775-036-01, lot# 3140925 biolox delta hd 12/14 36x-3.5. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 3 years later due to iliopsoas pain from cup overhang due to lack of medialization. During the revision, the cup was revised and decreased the exposed cup anterosuperior. It was reported that no further information is available.